Manufacturer narrative:
The reported event was unconfirmed since the reported failure could not be reproduced. The device met specifications. The product was used for treatment purposes. It is unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow substance inside bag) center-entry dome drain bag with attached inlet tube and sample port connector. Visual inspection of the sample noted no visible defects. The drain bag was filled through the sample port connector and inlet tube with methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The solution easily flowed from sample port connector and inlet tube into the bag and out of the outlet tube without any issues. The lot number is unknown therefore the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that fluid would not run into the drain bag from the ostomy pouch. The customer noted that when the drain bag is disconnected, the fluid drains but stops draining once reconnected.

Manufacturer narrative:
The device was not returned for evaluation. A potential failure mode could be ¿bag will not expand/vinyl stuck together¿. A potential root cause for this failure could be "static or positive air pressure". The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews.

Event description:
It was reported that fluid would not run into the drain bag from the ostomy pouch. The customer noted that when the drain bag is disconnected, the fluid drains but stops draining once reconnected.